Event description:
Event description cpi received information that at an implantable cardioverter defibrillator explant, it was discovered that the bipolar endocardial tined lead was fractured. This lead was abandoned, along with the existing lead system and a new pectoral endocardial lead system was implanted.